Event description:
It was reported that the patient underwent surgery to remove a graciloplasty from his hand. The implantable neurostimulator was turned off before the surgery, and then back on. Following the surgery stimulation was turning off. It was reported that the patient had the reed switch enabled, the device was turned back on with a magnet, and therapy resumed. Additional information will be requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: unknown, explanted: unknown. Lead: model 435135, serial# (B)(4), implanted: unknown, explanted: unknown.